Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was broken. They had a prime and fill anomaly. Insulin shot out of the insulin pump. They received a compromised force sensor system alarm. The customer¿s blood glucose level was 123 mg/dl. Troubleshooting was performed. It was found that the drive support cap was sticking out. They did not recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: drive support disk was inspected and no anomaly was noted. Unit received compromised forced sensor alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor alarm. Unit was received with normal operating currents and passed unexpected alarm error test. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, scratched keypad overlay and stained end cap sticker.